Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2026, the incision site was reported to be red with a purulent discharge and tender to the touch. The treating center diagnosed an infection. The patient was initially prescribed oral antibiotics. On (B)(6) 2026, the patient was reported to have a wound washout and prescribed IV antibiotics. On (B)(6) 2026 the patient had their rns system fully explanted due to infection.